Event description:
The customer reported that the companion 2 driver exhibited a "single compressor malfunction" alarm when the driver was unplugged from wall air. The customer also reported that when the driver was connected and disconnected from wall air, the driver exhibited a "dual compressor malfunction" alarm. The pt was switched to a backup driver without adverse impact. This alleged failure mode poses a low risk to the pt because it does not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.